Event description:
Healthcare professional reported "deflation". This record is for an unknown side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Previous medwatch submission noted deflation. Upon further information, allergan has determined that this record is a duplicate record. Please refer mrn# 9617229-2024-25771 as the operating record related to this complaint.

Event description:
Previous medwatch submission noted deflation. Upon further information, allergan has determined that this record is a duplicate record. Please refer mrn# 9617229-2024-25771 as the operating record related to this complaint.